Event description:
It was reported that the patient lost stimulation sensation following hip replacement surgery (see manufacturing report # 3004209178201002143). The battery had quit working and it was believed that the device was somehow damaged during the surgery. The patient had the device replaced. Following the replacement, the patient had great stimulation coverage.

Manufacturer narrative:
(B) (4)